Event description:
During implantation of a trochanteric fixation nail, the helical blade hit the nail and caused a divot in both the nail and blade. The surgeon tried using another helical blade, but it got caught on the divot of the nail. The tfn was replaced and a new helical blade was used to complete the procedure. This report is #2 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations. One nonconformity was noted: an oversize thread condition. The disposition of the non-conformance was to scrap these pieces. The balance of the lot was processed through the normal manufacturing and inspection operations with no further rework, scrap or nonconformities noted. The oversize thread condition does not have any affect on the stated complaint issue. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.